Event description:
Procedure type: urological. According to the reporter: the client reports that the balloon burst after about 60 minutes of utilization. The balloon had been inflated with 20-25 cc of air and no other instrument was used. The device was removed and a new one fitted, the pt suffered no ill-effect. No pt injury was reported. No additional info was available at this time.